Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the case after the transseptal was crossed, it was confirmed by the physician that heparin was administered. The procedure continued and about three minutes later when they navigated into the laa, thrombus was noted on the was sheath. The physician asked the anesthesiologist what the activated clotting time (act) was and it was confirmed at this time no heparin had been given. Heparin was administered for the first time. The thrombus was attempted to be aspirated. The pigtail catheter and was sheath were removed from the left side of the heart. A new was sheath was prepped and flushed and the transseptal was re-crossed after the act was successfully greater than 300 seconds. The release criteria was met upon device deployment and the device was released. After the was sheath was removed from the patient the echo physician checked for any remaining thrombosis in the heart and none was be detected. There was no report of any residual effects from the development of the thrombosis on the left side of the heart. The patient is expected to make a full recovery.